Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. The probable cause for the hip pain is not known. The pain could be caused by several factors including, but not limited to, screw placement, component selection and positioning, and impingement. The cause for pain in this situation is not known. No product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported the device was implanted in 2005 and revised in 2008 due to dislocation.